Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the distal tip of the synchro device broke when reshaping. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned, so no visual inspection or functional testing was completed. Based on the information available, an assignable cause of undeterminable was assigned to this event because the product was not returned. The subject device is not available.

Event description:
It was reported that the distal tip of the synchro device broke when reshaping. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire nitinol was separated at approximately 1.3cm and 4.2cm from its distal end. The guidewire platinum coil was severely stretched as well. In addition, the ptfe (polytetrafluoroethylene) coating was scraped off on several places on approximately proximal 35.0cm section. Functional testing could not be performed due to the condition of the guidewire. Information from the complaint indicated that the guidewire was confirmed to be in good condition after unpacking and preparation, and the guidewire was prepared as per dfu. Based on the condition of the returned guidewire, the location of the fractures and the stretched areas of the guidewire show that excessive force was used during the reshaping of the guidewire. Therefore, a cause of human factors (handling) was assigned to the guidewire distal end broken/fractured. Although the torque device was not returned, the observed scraping on the ptfe is consistent with damage from an insecurely tightened torque device. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the torque device was not returned with the guidewire and the cause could not be definitively determined, a cause of undeterminable was assigned to the analyzed guidewire ptfe coating peeling.

Event description:
It was reported that the distal tip of the synchro device broke when reshaping. There were no reported patient consequences due to the event.